Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon return the lead was thoroughly analyzed. Visual inspection confirmed a complete lead with a retracted helix and dried blood within the helix mechanism. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Helix mechanism testing was unsuccessful, most likely due to dried blood present within the helix housing. Laboratory analysis of the returned product was unable to confirm the reported clinical allegation.

Event description:
Boston scientific received information that during implant, the physician had difficulty establishing favorable positioning with adequate threshold measurements. Additionally, helix mechanism difficulty was reported, however noted that the helix had not been exercised prior to implant. After initial implant success, clinical observation and x-ray imaging, confirmed a vessel perforation and additional intervention necessitated for excess blood removal. After the patients condition stabilized, the physician elected to reposition the lead; however, these attempts were without avail and the product ultimately explanted. Another lead was successfully implanted without further reported complication and the explanted lead is intended to be returned for post market evaluation.

Event description:
--